Event description:
The pt reported lower blood glucose readings with the first bottle of 25 test strips from a box of strips, lot 1g518a. On approx 7/20/96 the pt opened the first bottle of test strips. For one month she obtained blood glucose readings in the 100 mg/dl range. She stated that she did not notice a decrease in her readings until 8/20/96 when she obtained back to back blood glucose results of 11 and 12 mg/dl. She felt this reading was extremely low so she immediately performed a normal control solution test with the last test strip from the first bottle and obtained a result of 14 mg/dl versus a normal control solution range of 118-178 mg/dl (solution lot vk294, exp date: 2/96). The control solution was opened on approx 8/15/96. Pt shook the solution before she applied the sample to the test pad. On 8/21/96, with the co representative, the pt opened the second bottle from the same box of strips and obtained a blood glucose result of 100 mg/dl. The pt then performed a normal control solution test and a check strip test with the representative. She obtained a normal control solution result of 142 mg/dl. She obtained a check strip result of 79 versus a check strip of 70-94. The desiccant is in both bottles of strips. The pt's meter was set to the appropriate code when all tests were performed. The pt stores the test strips in her bedroom and does not expose then to extreme heat, cold or moisture as directed in co's package insert. She does not keep the test strip bottles open for a prolonged period of time.